Event description:
It was reported that the doctor used a disposable type chisel to remove the humeral head. The chisel broke in two pieces. Both pieces were recovered.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of synthes device history records for manufacturing revealed no complaint related issues. The manufacturing evaluation could not be completed; no conclusions could be drawn, as no product was received.